Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, providing necessary instructions, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue recurred, acknowledging and understanding these instructions.